Event description:
It was reported that patient¿s implantable neurostimulator (ins) device was malfunctioning because it kept turning on and off by itself and shocking patient severely. The patient had blood in urine, and at ins site one could see skin ¿pulling¿ from shock. The patient device had to be "taken out emergency." The patient indicated that it was happening a few weeks prior to explant. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).